Manufacturer narrative:
A1-a4: patient information cannot be provided due to personal data privacy legislation/policy. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that an obstruction of the outflow graft (ofg) was detected via a computed tomography (CT) scan in the setting of some low flow alarms. A surgical approach was performed to remove the obstruction. The cause of the obstruction and low flows was identified to be a fibrin formation inside the ofg. The ofg and bend relief were exchanged for a new one.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus in the outflow graft could not be confirmed as no product was returned for evaluation and computed tomography images were not provided for review. Additionally, review of the submitted log files confirmed low flow alarms. Although a specific cause for the low flow alarms could not be conclusively determined through this investigation, the account reported the cause of the reduction in flow and subsequent low flow alarms was the fibrin formation inside the outflow graft. The submitted controller event log file contained events from 24jan2025 and captured intermittent and sustained low flow hazard alarms throughout the file. An intentional pump stop was captured at 16:31:01, consistent with the reported outflow graft and outflow graft bend relief exchange. No other notable events or alarms were observed, and the pump appeared to function as intended at the fixed speed. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until they ultimately expired. No product was returned for evaluation (MFR# 2916596-2025-02692). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, "introduction," lists potential adverse events, including pump thrombosis, which may be associated with the use of heartmate 3 left ventricular assist system. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
CT images were not available, and the patient was in the intensive care unit (ICU) with stable parameters.